Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and related report number added to h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and the following was observed: longitudinal and radial burst on inflation balloon area. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, during deployment of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, the commander delivery system balloon ruptured at 80% inflation. Aortogram confirmed under deployed valve with moderate paravalvular leak (pvl) and aortic regurgitation (ar). Therefore, it was post dilated with a 24mm non-ew balloon, resulting in mild/moderate pvl. The valve was post dilated again with a 26mm non-ew balloon with clear visible expansion of the valve, resulting in no pvl and good position. Removal of the commander system through the esheath was screened, it was visible that the radiopaque marker was being pulled down the esheath with the ruptured balloon. After removal from the patient, it was noted that the 14fr esheath liner was delaminated and folded back upon itself inside the esheath. The radiopaque marker was inside the esheath. The patient outcome was stable. As per medical opinion, it was thought that the delivery system balloon ruptured due to calcification in the sinotubular junction (stj).